Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined, but may have been due to patient and/or procedural factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) the patient underwent a tavr procedure with a 26 mm sapien 3 valve in the aortic position via transfemoral approach. After discharge (exact date unknown) the patient was readmitted to a local hospital for cerebral infarction. The patient remains hospitalized one month later in stable condition. Additional details were not provided.

Manufacturer narrative:
H10 per additional information received regarding the patient's outcome: per the discharge summary, the patient was admitted with sudden alalia of 2 days onset. Relevant examinations were completed after admission. Mr and CT revealed fresh infarcted lesions on the pons and multiple lacunar infarcted lesions with local softening in brain in the cerebellum, among other findings. Cardiac ultrasound did not report any issues with the valve. Symptomatic treatments including plavix, lipitor and cinepazide were given for anti-platelet, adjusting lipid/stabilizing plaques and improving circulation respectively. The patient¿s medical condition improved and 11 days after admission the patient was transferred to rehabilitation hospital for further treatment and will be followed up as outpatient.

Manufacturer narrative:
Correction to b2 added prolonged hospitalization. Additional information and correction to b5 event description.

Event description:
It was reported, six months post implant the patient was re-admitted to the hospital due to cerebral infarction. The stroke was ischemic. The patient was medicated and remains in the hospital two months later. Per medical opinion, the cause of the stroke could have been due to valve thrombosis that embolized.

Manufacturer narrative:
Correction: occurrence date updated b3 from (B)(6) 2019 to (B)(6) 2019 based on additional information received. Additional information: outcomes attributed to the event: b2 added prolonged hospitalization and permanent disability/damage. H10 per additional information the patient had speech difficulties and was re-admitted to local hospital due to the cerebral infarction. No anticoagulation therapy was followed post tavr procedure. The stroke was ischemic. The patient was medicated. Two month later, patient was still in hospital. As per medical opinion, the event may be related to valve because due to thrombus from the valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.